Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR number 1225714-2013-01428.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
The additional information provides occurrence dats as (B)(6) 2012 which differs from the occurence date of (B)(6) 2012 previously provided. Clarification for this information has been requested and any additional information will be submitted upon receipt accordingly. This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-01427 and 1225714-2013-01428.

Event description:
Additional information received noted the patient experienced cardiac arrest and symptoms of nausea. It was also alleged that the patient experienced injuries to the pulmonary system and other related injuries.